Manufacturer narrative:
The explanted evoke 12c percutaneous lead kit - 60cm and distal segment of evoke 12c lead extension kit - 55 cm were returned to saluda medical. Functional testing was not performed as there was no allegation of device deficiency. The cause of the infection was not definitively determined, but was confirmed to be at the incision site. Infection that may require hospitalization with intravenous antibiotic therapy and may require surgery (including revision, explant, and replacement) as a result is listed as a potential risk in manufacturer's instruction for use (IFU). The manufacturing records, including sterilization records, were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with evoke 12c percutaneous lead kit - 60cm and evoke 12c lead extension kit - 55 cm during a trial of the evoke spinal cord stimulation system was diagnosed with an infection at their incision site. The leads were removed, and the patient was prescribed antibiotics. The patient has been reported to be recovering.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with evoke 12c percutaneous lead kit - 60cm and evoke 12c lead extension kit - 55 cm during a trial of the evoke spinal cord stimulation system was diagnosed with an infection at their incision site. The leads were removed, and the patient was prescribed antibiotics. The patient has been reported to be recovering well.